Manufacturer narrative:
Insulin pump received with broken off end cap. Unable to perform displacement test due to broken off end cap.

Event description:
The customer's mother reported via phone call that their insulin pump was damaged. The customer¿s blood glucose level was unknown at the time of the incident. It was also reported that the insulin pump fell out of case and the back end got damaged. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.